Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Potential causes of the reported issue include: patient non-compliance (touching or picking at wound), surgical issues (not irrigating, not using antibiotics, not implanting in sterile field, not prepping skin, inappropriate tools, multiple tunneling attempts), and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
Curonix support received a call from an MRI facility informing curonix the patient had their device explanted on (B)(6) 2023. On (B)(6) 2026, the commercial team member was able to speak with the implanting clinician and reported the patient had an infection at the receiver site. The patient was in the emergency room for 30 hours. However, they were never actually seen and left against medical advice. The patient traveled back to (B)(6) and met with the implanting clinician where an explant procedure was scheduled and performed on (B)(6) 2023. No further information is available.